Event description:
It was reported that during a laparoscopic gastric bypass procedure, when they should staple the gastroenteroanastomose the stapler cut, but did not staple. There was a big hole which they sutured up to close. Afterwards they did leakage test twice that was ok. The day after they x-rayed the patient and everything looked ok. The surgeon said that he might have placed the stapler on a clip and that`s why it cut but did not staple. The surgeon did not think that there will be any consequences for the patient. The pouch became smaller than expected but that is not a problem according to what the surgeon said. The outcome can perhaps be strictures.

Manufacturer narrative:
(B)(4). (B)(4).